Event description:
As reported by legal, the patient underwent an initial left total hip arthroplasty. Subsequently, post-operative imaging demonstrated a size mismatch between the femoral head and acetabular liner implanted. As a result, revision surgery occurred where the size 36mm head was exchanged for a size 32mm head. The patient reported bilateral hip pain with left hip being greater than the right and not being able to walk up or down stairs. Patient was prescribed aqua therapy but has reported she has yet to start due to financial reasons. The patient underwent a procedure for implantation of a lumbar spinal cord stimulator. During a follow-up appointment, the patient reports 100% pain relief. No further allegations have been reported.

Manufacturer narrative:
(B)(4). D10: 00771100610 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 6 standard offset reduced neck length 62528353. 00877503202 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 3073984. 110010242 g7 osseoti 3 hole shell 48mm c 7069585. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00927. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. A revision occurred to correct the mismatch of the head size for the liner implanted. The patient reported bilateral hip pain and difficulties ambulating. There was slight left leg shortening identified. The patient then reported to have a spinal cord stimulator implanted with 100% pain relief reported, and no revision occurred for the hip implants. It is unknown if the leg lengths are still different and if that contributed to the pain. A definitive root cause cannot be determined. It was reported the patient was implanted with a spinal stimulator that relieved 100% of the pain, however the patient had still had limb length discrepancies and it is unknown if those contributed to the reported pain. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.